Event description:
Reporter alleged the customer obtained the results of 107 mg/dl, 383 mg/dl, 251 mg/dl,190 mg/dl, and 202 mg/dl back to back within 10 minutes on the advantage system. Reporter stated that the customer took 3 mg of glyburide twenty minutes prior to testing. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.